Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2017, product type catheter; product ID 8782, serial# (B)(4), product type catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 04-nov-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving morphine (unknown concentration and dose) and dilaudid (16 mg/ml at unknown dose) via an implantable infusion pump. It was reported that the patient felt the effectiveness of the pump decrease a couple months ago. A volume discrepancy was found during an appointment in june; the expected volume was 0.6ml and the actual volume was 4.5ml. A catheter dye study was performed and showed unexpected dye in the soft tissue. It was assumed that the catheter had pulled down from its original location to be at mid t-12 and during surgery it was tied off inside the patient. A new spinal segment (hg40wjt18) was implanted. However, when the two parts of the catheter were connected the hcp was unable to push through the catheter access port (cap) so the dumbbell connector was cut off and the catheter was reconnecting using (hg3yaz0). The issue was resolved and the patient was alive with no injury. No further complications have been reported as a result of this event.